Event description:
It was reported that the anesthesia system failed the system check out. There was no patient connected to the anesthesia system during the event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that the anesthesia system failed the system check out. Our company field service engineer investigated the anesthesia system and concluded that the cause of the system check out failure was a defective manual ventilation valve. The replacement of the manual ventilation valve solved the reported issue. After successful testing, the anesthesia system was cleared for clinical use. No logs or replaced part have been available for further evaluation. The true cause of how the manual ventilation valve was damaged has not been determined.

Event description:
Manufacturer's reference number: (B)(4).